Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. Reportedly, the patient aspirated. The procedure was not completed due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was noted that the balloon burst at 3 atm. No treatment or intervention was performed for the aspiration. There were no patient complications after this procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Block h10: investigation results: visual examination of the returned complaint device revealed that the balloon assembly of the device was detached and was not returned. The balloon bonds were observed and no issues were noted. The device shows signs indicating it was highly manipulated. Functional analysis could not be performed due to the returned condition of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the customer during the procedure, the pressure used to inflate the balloon, the amount of strength applied to the device during the advance/removal of the device, and/or the interaction between the balloon and the scope. Per the risk review, aspiration is a known failure effect caused by the balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. Reportedly, the patient aspirated. The procedure was not completed due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. It was noted that the balloon burst at 3 atm. No treatment or intervention was performed for the aspiration. There were no patient complications after this procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst. Reportedly, the patient aspirated. The procedure was not completed due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.